Manufacturer narrative:
Medwatch sent to FDA on 10/16/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of permanent dark spot is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of permanent dark spot as follows: adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." Device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).

Event description:
Patient reported that after injection a year ago in the face with juvederm voluma xc, the patient experienced a permanent dark spot on the face near where the product was injected. It is unspecified if treatment was provided. Symptoms are ongoing.